Event description:
Boston scientific received information that this patient underwent an ablation procedure and the routine evaluation post-procedure revealed the shocking impedance measurements had been increasing and were currently 140 ohms. Boston scientific technical services consultant discussed the clinical observations with the caller who stated that upon conferring with the consultant, it was determined that the gradual rise in impedance is not indicative of lead failure or conductor issue. Approximately one month later, the patient presented to the emergency room as he believed he had been shocked. Device interrogation revealed this to be false. Rising shocking impedance measurements and threshold measurements were noted. Induction testing was performed to ensure proper device defibrillation function. The physician was unable to induce the arrhythmia via shock on t-wave or through programmed electrical stimulation (pes). At that point the physician elected to stop the induction procedure. The physician will continue to monitor this patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.